Event description:
The customer reported that the monitor and the collimator were not properly working. The collimator would not open to the size of the film, and it wouldn't allow exposures.

Manufacturer narrative:
(B) (4). The ge service rep found a problem with the +24vdc power going to the collimator. Ge reseated the collimator power fuse on the motron board and tested the power on the collimator. The table monitor video from the display adapter was not working correctly. The old display adapter was no longer available. He took numerous fluoro shots to verify proper operation. (B) (4)